Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The head didn't fit on the stem because it was too loose. So, the dr. Used an used +-0 . The stem was an exeter 37.5 no.0 stem.

Manufacturer narrative:
Corrected data: the device was not returned. An event regarding a size/fit issue involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: a medical review was not performed because no information was provided. -device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: a review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The head didn't fit on the stem because it was too loose. So, the dr. Used an used +-0 .the stem was an exeter 37.5 no.0 stem.